Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow. The filling solution was recombinant human endostatin agent. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured from march 5, 2019 - march 7, 2019. The device was received for evaluation. A visual inspection was performed, and it was noted that the customer had cut the tubing line to drain the fluid out of the sample and the flow restrictor was not returned. A functional flow test could not be performed due to the condition of the returned sample. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.